Event description:
One pt sample initially run in 2007, resulted a high sodium value of 157 mmol/l and bicarbonate value of 21 mmol/l. Pt was admitted to hosp, and received dialysis based on the reported sodium result of 157 mmol/l. Three days later, the original sample was repeated two times for sodium resulting at 144 & 145 mmol/l and once for bicarbonate resulting at 27 mmol/l. Original results reported. The field service rep was unable to determine a cause for the discrepancy. Performance tests were performed which were within specs.